Event description:
After picking at the chest incision site, the patient presented to the physician with wound dehiscence at the chest incision. Physician brought the patient into the or, excised the affected tissue, irrigated the ipg pocket with antibiotic solution, and closed.